Event description:
The tip of the chisel has worn and broken off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Device availability - date returned. The depuy warsaw material research department examined the returned product and confirmed the complaint. The fracture of the chisel was caused by ductile overload. A single bending load was applied to the chisel tip exceeding the ultimate strength of the material. No material defects were observed in the chisel that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.